Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion (acdf) on (B)(6) 2017, to treat spinal stenosis and cervical degeneration at c3-c4 and c4-c5. During screw insertion, the surgeon misplaced the 4.0 mm ti cervical self-retaining screw, by inserting it inferior and distal in the c3 vertebrae. The surgeon wanted to back out and re-direct the screw to make it more cephalad (towards the head) of the patient. While trying to remove the c3 screw for repositioning, the tip of the extraction screwdriver broke off and became lodged in the head of the screw. The surgeon was unable to retrieve the broken tip from the screw. Another instrument set was opened that contained a total of two (2) insertion screwdrivers. Both insertion screwdrivers were used in an attempt to remove the screw. The surgeon was unable to remove the screw and the broken tip from the extraction screwdriver was retained in the screw head. There was a ten (10) minute surgical delay. Standard x-rays were taken at the beginning and the end of the procedure. Although the surgeon was unable to reposition the c3 screw, the screw was fully inserted into the plate and the surgeon did not anticipate any issue with the screw backing out or any impact on the fusion process. The procedure was completed successfully and the patient was reported as stable. Concomitant devices: titanium (ti) vectra plate 2 level/32 mm (part 04.613.132, quantity 1), 4.0 mm titanium (ti) cervical self-retaining screw self-drilling/variable angle 16 mm (part 04.613.516, quantity 1), insertion screwdriver self-retaining (part 324.105, quantity 2). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review and service history review was performed for the subject device lot # 5142944 supplier lot # (B)(4). Manufacturing location: (B)(4)(supplier: (B)(4)). Date of manufacture: 25 jan 2006. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. No service history review can be performed as part number 352.311 with lot number(s) 558988n05/5142944 is a lot/batch controlled item. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The customer reported the tip broke off. The repair technician reported the tip was broken off. Tip broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: inner shaft. The item was repaired per the inspection sheet, passed synthes final inspection on 5-jun-2017 and will be returned to the customer upon completion of the service and repair process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.